Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant breaching the neuroforamen.

Event description:
In (B)(6) 2015, the patient underwent a bilateral si joint arthrodesis where three implants were placed on each side. The patient complained of radicular right leg pain two weeks after the initial surgery. A CT scan revealed that the second implant on the right side had breached the s1 neuroforamen. In late (B)(6) 2015, the surgeon performed a revision surgery where he retracted the second implant on the right side approximately five millimeters to relieve the breaching. No implants were removed. The status of the patient following the revision surgery is not yet known.